Event description:
This is a spontaneous case report received from a gynecologist/obstetrician in (B)(6) on 19-apr-2016 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted on an unspecified date. Additional information was received on 20-apr-2016. Essure had been placed by another physician. The placement was ok on left side, but it was difficult on right side. The insertion was initially satisfactory (4 expanded outer coils). Hysterosalpingography was performed by an experienced radiologist. The essure confirmation test, three months post-placement, showed tubal patency, the right implant in place but with contrast seen past the implant. There was no coil on left side. The patient underwent laparoscopy for bilateral salpingectomy. Follow-up received on 26-apr-2016: (B)(4). Company causality comment this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and her 3-month confirmation test (done with hysterosalpingogram) showed there was no coil on the left side. She underwent a laparoscopy for bilateral salpingectomy. The reported event, regarded as device expulsion, is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion into uterus/cervix or out of the body. In this particular case, essure insertion was reported as ok on the left side with 4 coils visible in the cavity after the procedure, 3 months later no essure coil was seen at hysterosalpingogram. Although the exact mechanism of this event is not known, considering its nature and the positive temporal relation with essure therapy; causality cannot be excluded. This case was considered an incident, as although the exact reason for the performed salpingectomy was not specified (alternative contraceptive measure?), a surgical intervention was required. A product technical analysis and follow-up information are being sought.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 17-may-2016: ptc global number (B)(4). In this case no product was returned. For cases where a device failure during insertion is reported, we conduct an investigation of any returned device. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. There was no event reported which indicates a new technical failure mode for the device. The ptc investigation was initiated and the outcome of the investigation resulted in an unconfirmed quality defect. Follow-up received on 02-jun-2016 from gynecologist: patient was under mirena and her medical history included gravida 3, para 2, 1 elective abortion, no ectopic pregnancy, caesarian section or spontaneous abortion and has previous history of ius/ius placement (unspecified). She had essure, lot number c6115, placed for definitive contraception on (B)(6) 2015. There were no abnormal uterine findings prior to insertion other than atrophic mucosa. Patient was at day 10 of spotting and her uterus was described as anteverted. Nothing was applied during procedure (no anesthesia). Mirena obstructed the access to the ostia and was removed, there was clot occurrence at the time of mirena removal and an abundant lavage of the clot was done. The visualization of both tubal os was easy but physician described insertion on left as difficult; according to reporter, first implant was not enough introduced and was removed before released; a second implant was placed with no difficulty. Three visible expanded outer coils were left. On right, same procedure was done and 6 expanded outer coils were left. There was no fluid loss during hysteroscopy more than 1500cc and the procedure did not take more than 20 min (painless procedure which lasted for 10 min after clot removal). There were no complaints immediately after insertion. On (B)(6) 2016, plain film of abdomen and ultrasound showed right coil on correct position but left essure was very intra-cavity with bad alignment (no perforation). Hysterosalpingogram (hsg) was requested and, in the meantime, essure was expulsed by vaginal way. On (B)(6) 2016, hsg confirmed expulsion of left essure and showed right tubal patency with the remaining implant. On 19-apr-2016, the patient underwent bilateral salpingectomy by laparoscopy and essure was removed (right essure seemed in place). According to reporter, the removal was medically necessary. Essure removal method: laparoscopic. French imputability assessment: local drug safety department assessed the causal relationship with trade name as c2s2b4 according to the french method of causality (related according to standard argus causality scale). Company causality comment: this medically confirmed, spontaneous case report refers to a female patient who had essure (fallopian tube occlusion insert) inserted and had left implant expulsion by vaginal way. She underwent a laparoscopy for bilateral salpingectomy. The reported event, regarded as device expulsion, is listed in essure's reference safety information. During essure micro-insert therapy there is a risk that the device could move out of fallopian tubes; this movement could be an expulsion into uterus/cervix or out of the body. In this particular case, essure insertion on left side was difficult. 3 months later, plain film of abdomen and ultrasound showed left essure was very intra-cavity with bad alignment (no perforation), and the left insert was later expelled by the vagina. Considering the nature of this event, causality with essure cannot be excluded. Prior to essure insertion the patient had a mirena (levonorgestrel) and there was clot occurrence at the time of mirena removal. This event, interpreted as procedural bleeding, is serious due to medical significance and listed for mirena. Considering that the bleeding occurred during mirena removal procedure, a causal relationship with mirena cannot be excluded. This case was considered an incident, as although the exact reason for the performed salpingectomy was not specified (alternative contraceptive measure?), a surgical intervention was required. The outcome of the product technical complaint investigation resulted in an unconfirmed quality defect. An updated technical investigation with lot number reported on follow-up is expected.

Manufacturer narrative:
Follow-up received on 12-aug-2016. Quality-safety evaluation of ptc: (B)(4). Lot number c6115 is incomplete, there is one missing number (no more information available). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, it is possible the essure device could have been defective prior to removal from the package. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are known possible undesirable events and not indicative of a quality deficit per se. Since no valid batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 17-aug-2016 for the following meddra preferred term: device expulsion. The analysis in the global safety database revealed 187 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt.